Event description:
A malfunction was reported when a malfunction alarm occurred with the code "malf 0." There was no reported adverse impact to the customer's blood glucose level. Customer service provided information on resetting the pump and assisted the caller in performing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with instructions to call back if the issue recurred.